Event description:
On (B)(6) 2018 a patient received a perceval suturleless aortic heart valve, pvs25, as part of an aortic valve replacement. The manufacturer was notified via their patient tracking system that the device was explanted intra-operatively and replaced with a perceval pvs27. The event occurred at (B)(6) hospital and involved dr. (B)(6). No further information was received. Additional information was received on aug 05, 2019 identifying the following. Dr (B)(6) decided to use a larger size perceval valve (pvs27) after resizing, but before he had implanted the opened (pvs25). As such, it is a case of misizing. Upon reviewing the op notes, the patient was discharged from hospital.

Event description:
On (B)(6) 2018 a patient received a perceval suturleless aortic heart valve, pvs25, as part of an aortic valve replacement. The manufacturer was notified via their patient tracking system that the device was explanted intra-operatively and replaced with a perceval pvs27. The event occurred at (B)(6) hospital and involved dr. (B)(6). No further information was received.